Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has a history of a fall and since the fall has dizziness and lightheadedness. Since the fall, there was a rise to high thresholds and a lead warning for undefined impedance qualified as high on the right atrial (ra) lead. Suspected intermittent loss of capture and possible fracture were also noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.